Manufacturer narrative:
D4: expiration date: lot: gd911795 expiration date of 02/29/24. Lot: gd911931 expiration date of 03/31/24. Lot: gd912143 expiration date of 04/30/24. H4: device manufacture date: lot: gd911795 manufactured from 08/02/22 to 08/11/22. Lot: gd911931 manufactured from 09/02/22 to 09/09/22. Lot: gd912143 manufactured from 10/28/22 to 11/04/22. H10: there is a recall potentially associated with this issue: 1019003-02/01/2023-001-r. The reported lot was recalled. These devices are packaged in foil pouches, which may have been incorrectly sealed, i.e., the pouches may have open or weak seals. This could lead to exposure to air, resulting in insufficient iodine/dry sponge inside the minicap, which could lead to the potential for inadequate disinfectant. A review of the manufacturing record was performed for this lot number. During review, two nonconformances related to open/weak seals were identified. As a sample was not returned for analysis, further investigation into the cause could not be performed, and the cause of the peritonitis event could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The user facility submitted medwatch mw5118137 for this event. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain. The patient was hospitalized for the event and for another indication. The cause of peritonitis, treatment, patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
B5: upon follow up it was reported ¿the patient was hospitalized for 14-days for ¿treatment of belly pain". The patient was treated with vancomycin and fortaz for the event. It was further reported the minicap appeared "wet". D4: lot #: gd911931, gd911795 and gd912143. Should additional relevant information become available, a supplemental report will be submitted.